Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Device not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to alleged severe pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01222 / 03223).

Event description:
It was reported by the patient's legal counsel that the patient underwent a left hip revision procedure approximately 6 years post-implantation due to alleged severe pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a revision procedure approximately 5 years post-implantation due to pain, pseudotumor formation, bone loss around the acetabulum and loosening of the acetabular component. During the procedure, metallosis, bone erosion and osteolysis were noted. The femoral head and acetabular cup were removed and replaced. A competitor cup and liner were used to complete the procedure.